Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. The physician used another wire as a buddy technique and also attempted to deep seat the guide catheter in an attept to cross the lesion. Attempts at crossing the lesion were unsuccessful and the delivery system/stent was removed. Upon removal it was noted that the struts of the stent were damaged. No patient injuries or complications occurred.